Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿insufficient lube available¿. A potential root cause for this failure could be "compromised seal on package due to handling and/or processing issues". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley tray ifus are found to be adequate based on past reviews.

Event description:
It was reported that the lubricant tip was broken off. Upon squeezing the lubricant into the tray, it was noted that the lubricant appeared yellow in color and there was only about 1cc in the tube.